Event description:
The patient was implanted with a competitor's product on (B)(6) 2007 and herniamesh t-sling on (B)(6) 2010. Later the patient experienced urinary retention, urinary incontinence, severe pain, dysuria, erosion, pelvic pain, mixed incontinence and dyspareunia. A release of the t-sling was performed on (B)(6) 2010. An excision of the t-sling and repair of the vagina were performed on (B)(6) 2014. Medication and kegel exercises were prescribed on (B)(6) 2011. A cystoscopy was performed in office on (B)(6) 2011. A competitor's product was implanted on (B)(6) 2011. Anticholinergic medications were prescribed on (B)(6) 2011. A pelvis MRI for ongoing pain since t-sling implant was performed on (B)(6) 2011. A cystoscopy and hydrodistention of the bladder were performed for chronic pelvic pain on (B)(6) 2012. A robotic assisted excision of vaginal mesh with burch procedure were performed on (B)(6) 2012.